Manufacturer narrative:
The reported event was insufficient information. As received, a complete lead was returned in one piece for analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion. The findings were attributed to procedural damage. An internal short was found. There were no further anomalies detected.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise and right ventricular (rv) lead exhibited unspecified issue. The ra and rv lead was explanted. The patient was stable.